Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked solution. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye, and a broken occluder foot was noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing and clamp function testing failed due to the broken occluder foot. The reported problem was verified. The cause of the reported event was determined to be a broken occluder foot. An assignable cause of the broken occluder foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.